Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to mother board. Unable to confirm external flash error alarm and unable to perform any tests due to blank display. Insulin pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Assisted customer with troubleshoot for blank display. Customer states the display did return. The customer also reported that they had pump error alarms. The insulin pump alarmed external flash error. Advised customer refer to back-up plan. Assisted customer in performing a self-test. The insulin pump passed the test. The insulin pump will be returned for analysis.